Event description:
An altitude alarm was reported for the pump, indicating a potential malfunction. The customer's blood glucose level reached 350 mg/dl, but it did not exceed 500 mg/dl, suggesting no severe impact. The customer administered a correction injection through multiple daily injections (mdi) and attempted several troubleshooting steps under the direction of customer technical support, such as cleaning speaker holes and replacing the cartridge. Reportedly, the customer reverted to an alternate form of insulin therapy.